Event description:
It was reported that a pause episode was recorded on the device on the evening of the implant date. Review of the episode indicated that there is a false detection due to oversensing and undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).